Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 520 mg/dl, cause was not known. Contact loaded a new cartridge and administered a correction bolus via the pump to address bg.